Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported issues with eye tracker during refractive cases. Eye tracker is not tracking blue and brown eyes. Upon follow up, the site reports that it happens during surgery so they turn off the tracker to complete the case.

Manufacturer narrative:
During onsite visit, the territory manager replaced lighting suspension and verified tracking on eyes. No deeper root cause analysis of the faulty lighting suspension is possible. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information provided in device available for evaluation, and additional MFR narrative. The sample has been returned and sample evaluation was performed. No tracking problems could be reproduced and no defect or other deviation could be identified during testing. The illumination was functional and could be adjusted without issue. No technical root cause was identified as the product was found to be within specifications. The root cause is anatomy of patient¿s pupil, especial the bright colored pupil. (B)(4).